Event description:
It was reported after inserting the za9003 intraocular lens (iol) in the patient's ocular dexter (right eye) the lens was removed. The reason for removal was not provided. There was no incision enlargement. Outcome did not significantly interfere with activities of daily life and patient has recovered. Iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was asked, but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.